Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the pump had rejected new batteries and the buttons were non-responsive. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
The thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found low battery alarms on 08/23/2025 at 14:20:00.000 and multiple failed batt/battery failed alarm on 09/05/2025 from 19:45:11.000 until 22:26:42.000. Pump passed self test, sleep current measurement and active current measurement. Pump received with normal operating currents. No unexpected battery failed alarm during testing and in the pump history. All buttons function properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the daily history. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, serial number label missing, end cap address label missing, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads identified during the visual inspection. In summary, pump passed required testing. Unexpected battery failed alarm was recorded in the pump history, however, no unexpected battery failed alarm was not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.